Manufacturer narrative:
Date of event: dates estimated. The additional adverse patient effects and device malfunctions referenced will be filed under separate medwatch report #s. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Attachment - article title: optical coherence tomography to guide percutaneous coronary intervention of the left main coronary artery: the lemon study.

Event description:
It was reported through a research article identifying xience sierra that may be related to the following: patient death, thrombosis, dissections, malapposition, revascularization, and rehospitalization. This article summarizes clinical outcomes of 70 patients that were treated with xience sierra stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "optical coherence tomography to guide percutaneous coronary intervention of the left main coronary artery: the lemon study."

Manufacturer narrative:
The additional adverse patient effects and device malfunctions referenced will be filed under separate medwatch report #s. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Attachment - article title: optical coherence tomography to guide percutaneous coronary intervention of the left main coronary artery: the lemon study. Corrected nda# taking out the dash.

Event description:
It was reported through a research article identifying xience sierra that may be related to the following: patient death, thrombosis, dissection, malposition, revascularization, and rehospitalization. This article summarizes clinical outcomes of 70 patients that were treated with xience sierra stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "optical coherence tomography to guide percutaneous coronary intervention of the left main coronary artery: the lemon study."